Event description:
Philips received a complaint on the xl+ device indicating low shock energy. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the therapy capacitor. The fse replaced the therapy capacitor and the device was returned to full functionality. The device remains at the customer's site. No further evaluation is warranted at this time.